Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that after insertion of a pessary, she could not locate the removal string. She continued to wear the same pessary for several days. She had not sought medical attention at the time of her report but she was going to call medical soon. She did not report any adverse health effects. Multiple attempts have been made to follow-up and obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.